Manufacturer narrative:
The investigation has determined that lower than expected vitros thyroid stimulating hormone (tsh) results were obtained from a single patient sample when tested on a vitros 3600 immunodiagnostic system using vitros immunodiagnostic products tsh reagent lot 6130 when compared to results obtained from non-vitros roche and abbott systems. The most likely assignable cause for the lower than expected vitros tsh results obtained from the patient sample is an unknown sample specific interferent present in the patient sample itself. The customer stated that it was possible that the customer was taking supplements that may have contained biotin. However, this information and the possible biotin dose were not able to be confirmed. The customer did not have any further information about the patient to aid the investigation. An adequate number of historical quality control results were not provided to fully evaluate the performance of vitros tsh lot 6130. However, the results that were provided were within expectations. Therefore, an issue related to the performance of vitros tsh reagent lot 6130 is not a likely contributing factor of the event. However, it cannot be completely ruled out as the customer was using expired qc fluids at the time of the event. Additionally, there is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, precision testing of the vitros system was not performed at the time of the event. Therefore, unexpected instrument performance cannot be completely ruled out as a contributor of the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6130.

Event description:
A distributor contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) on behalf of a customer to report lower than expected thyroid stimulating hormone (tsh) patient sample results obtained from a single patient using vitros immunodiagnostic products tsh reagent on a vitros 3600 immunodiagnostic system when compared to tsh results obtained using non-vitros roche and abbott systems. Patient 1 results of 0.300 and 0.281 miu/l (hyperthyroid) versus the roche system result of 1.23 uiu/ml (euthyroid). Patient 1 result of 0.284 miu/l (hyperthyroid) versus the roche system result of 1.25 uiu/ml and the abbott system result of 0.98 miu/l (euthyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. It is unknown if the lower than expected vitros tsh results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).